Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).

Manufacturer narrative:
Concomitant products used during the procedure: 1. Carto 3 system model #: fg-5400-00m serial #: (B)(4). 2. Stockert 70 system, model #: 39d-76x, serial #: unk. 3. Cool flow pump, model #: m-5491-01, serial #: unk. (B)(4).

Event description:
During a vt ablation procedure, it was reported the doctor was using ice to visualize the ablation catheter of the left side he noted there was a small effusion by the right ventricle. As he continued to scan the heart with the ice he noticed that there was a pericardial effusion accumulating around the right atrium and the right ventricle. The catheters were pulled out of the body and a pericardial tamponade tray was opened and a pericardial tamponade procedure was performed. Approximately 1825ccs of blood was pulled from the pericardial space. The patient was watched on the ep table for up to two hours before it was agreed that he would be taken now to the cardiac or. The patient was in stable condition when he left the ep lab and was taken to the or.